Event description:
Pt was eating watermelon when the mia arch broke and pt ingested a wire fragment along with the watermelon. A gastroscopy indicated that the wire fragment was in the antral wall of the stomach. An endoscopy was performed to remove the wire fragment from the stomach. Pt has recovered completely.